Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump was received on (B)(6) 2024 and tested following the procedure below. It's worth noting that step 3 is not done since we don't use infuscate. Procedure: 1. Connect tubing into reservoir. 2. Prime tubing by gravity. 3. Turn on the scale then, open infuscate on the computer and set total time to 8 minutes. 4. Test 1: set prog to 125 ml/hr for 20 vtbi run the pump then press start on infuscale. Pass if the pump flow rate deviation is within (B)(4) accuracy. 5. Test 2: (optional) if the customer reported the rate: set prog to (reported rate) ml/hr for a vtbi high enough to run for 8 minutes. Run the pump, then press start on infuscale. Pass if the pump flow rate deviation is within (B)(4) accuracy. Equipment used in testing: calibrated equipment: model: fx500i serial number: (B)(6) calibration date: (B)(6) 2023. Next calibration due date: (B)(6) 2024. Calibrated IV set cal# (B)(4) offset: (B)(4). The pump ran a 20 ml infusion with a flow rate accuracy of (B)(4). The reported issue is not confirmed. The pump meets passing criteria. During testing, it was discovered that (B)(6) had changed the flow rate off set by (B)(4). This means the pump was not in its original state when our evaluation was completed. The flow rate offset was changed back to (B)(4) and the pump failed testing. The pump completed a 20 ml infusion with 22.45 ml infused. This means the flow rate deviation is (B)(4).

Event description:
On 01/23/2024, infutronix received a report that a pump had a 'flow rate issue -unknown issue', causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Device to be returned on (B)(6) 2024 for further evaluation. The detail of the evaluation is stated in section h10 of this MDR.